Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarm. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip.

Event description:
It was reported that the customer's insulin pump alarmed motor error for several months, and insulin squirted out during prime. The blood glucose reading was 449mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller mentioned that there was a small crack on the upper right corner of the device case. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.